Event description:
The customer reported a cleaner fluid leak of unspecified volume from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The customer could not identify the source of the leak, and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a hole in the tubing at pinch valve pv37 from feed thru fitting ff107 to ff124. The tubing through pv37 was replaced, resolving the leak. The repairs were verified per established service procedures. (B)(4)..